Event description:
The company received a report where it was reported that the inner cannula disconnects from the outer cannula. It was stated that recannulation was not performed because no stock so it was elected to use a non recommended method of cleaning the inner cannula multiple times per day for continued use of the tube.

Manufacturer narrative:
Sample investigation is ongoing. If significant info is identified, a summary of the findings will be provided in a supplemental report.